Manufacturer narrative:
(B)(4).

Event description:
The customer contacted baxter's technical service center to report a higher than normal ultrafiltration (uf) on a homechoice (hc) device during use, patient connected. The baxter technical service representative (tsr) initiated a swap of the device. The hp will keep the procard and has manual supplies. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. During review of the device logs, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 12:03:21. During day drain cycle one, the patient's ultrafiltration reading was 4901 ml, indicating the home patient (hp) drained 4401 ml more than their maximum programmed fill volume of 2200 ml. This information meets iipv criteria. No additional information is available. This event was initially reported in manufacturer report number 1416980-2012-00137.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed by review of the logs. The cause of the increased intra-peritoneal volume (iipv) was determined to be excessive drain. Unexpected high ultrafiltration (uf) for the therapy compared to other therapies. Device met specifications relative to iipv in the logs. This issue is being investigated through CAPA.